Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being during a cranial biopsy procedure. It was reported that the site was experiencing disappearing 2d images. Registration passed normally. After patient washing, they were adding patient references back and started to navigate when the 2d images disappeared. When re-centering images, it came back, but when instrument was showed to the camera on the patient anatomy, the 2d images disappeared again. It seemed that during registration, patient reference had been attached to arm different than during navigation. Patient reference was taken off during patient washing, so the whole image matrix was moved. During troubleshooting, the issue couldn't be reproduced. Surgeon was reminded that the patient reference shouldn't be moved. This occurred intra/peri-operatively with less than one hour delay to surgical time. Patient outcome is unknown and navigation was aborted.